Event description:
October 31, 2021 - additional information received from the physician/author stated: 1) that medtronic product did not cause or contribute to the observed death or other adverse events as the problem was related to severe kidney failure; 2) the medtronic valve was a 29-mm corevalve evolut r (serial number (B)(6)); 3) the identity of the mechanical prosthetic valve was not known; and 4) the patient weight was 74 kg.

Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided unique device identifier numbers found the previous record pe# (B)(4) with the associated MDR# 2025587-2020-02765 submitted on september 8, 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with severe aortic stenosis who underwent implant of a medtronic 29-mm corevalve bioprosthetic valve (unique device identifier numbers not provided). Post-operatively the patient developed a left bundle branch block, however she was discharged at three days following the procedure in good general condition. At one month post-operative, maximum transaortic gradients were measured 20 mmhg. At 6 months post-operative, the gradients had increased , and the patient began low-molecular-weight heparin therapy to address suspected subacute bioprosthetic thrombosis. At 18 months post-operative the patient presented with decompensated heart failure and pulmonary congestion. A transesophageal echocardiogram showed evidence of bioprosthesis degeneration with severe aortic stenosis and maximum gradients of 102 mmhg. No bioprosthetic paravalvular leaks were found; however, severe regurgitation of the mitral valve was observed. Subsequently, the patient underwent cardiac surgery to replace the aortic bioprosthetic valve with a mechanical prosthetic valve (manufacturer or brand not provided); the mitral valve was not replaced or repaired due to severe calcification. In the postoperative period the patient developed complications including cerebral ischemia and bronchial necrosis and weaning from mechanical ventilation was difficult. Death of the patient occurred about 1 month after cardiac surgery. Macroscopic inspection of the explanted bioprosthetic valve revealed widespread calcific efflorescence with nodular calcification toward the cusps¿ base and retraction of cusps. Microscopic inspection noted subendothelial thickening and cusp fibrosis with large calcium deposits. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: iadanza et al. Tavr and dialysis are a challenging combination. A case report and systematic review of literature. Struct ural heart. Https://doi.org/10.1080/24748706.2021.1967546. Published online: 04 oct 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.